Event description:
In the post op x-rays a little fracture was visible where the pin was inserted for cutting guide fixation. At 2 months post primary a tibial bone deformation is visible. It is due to the bone depression at level of the fracture generated by the pin. No more info is available. No revision surgery reported due to this event.

Manufacturer narrative:
Batch review performed on 4 june 2025. Lot 2427713: (B)(4) items manufactured and released on 07-jan-2025. Expiration date: 2029-12-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs director: few weeks after primary uka, a partial tibial subsidence is observed. According to the report, the surgeon believes that a position too lateral of the resection guide fixation pin may have been the cause of this event. We think that this is a typo and they actually meant too medial; in either case, the quality of the image is not sufficient to positively determine this, but it's conceivable that this may have been the cause. The expected evolution, at this stage, is unknown. The crack will likely consolidate spontaneously, but the final joint architecture remains to be seen. We have no reason to suspect a faulty device at the origin of this situation. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.